Event description:
A report was received that the patient was experiencing pain at the lead site when stimulation was turned on after his previous revision (MFR report #: 3006630150-2013-01408). The patient was prescribed with lidoderm patch.

Manufacturer narrative:
Additional information was received that the patient is still experiencing pain even after being explanted. The physician believes the patient is drug seeking and no further course of action will take place.

Event description:
A report was received that the patient was experiencing pain at the lead site when stimulation was turned on after his previous revision (MFR report #: 3006630150-2013-01408). The patient was prescribed with lidoderm patch.

Event description:
A report was received that the patient was experiencing pain at the lead site when stimulation was turned on after his previous revision (MFR report #: 3006630150-2013-01408). The patient was prescribed with lidoderm patch.

Manufacturer narrative:
Additional information was received that the patient is no longer implanted with leads sn (B)(4) as it was previously explanted (MFR report #: 3006630150-2013-01408).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4), description: infinion70 cm lead kit model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).